Manufacturer narrative:
The date of event has been estimated. The date of implant has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography. The UDI number is unknown as the part and lot #s were not provided.

Event description:
Patient 9. It was reported that this patient was featured in a journal article titled, "very late scaffold thrombosis [vlsct[ after everolimus-eluting bioresorbable scaffold [brs] implantation in patients with unremarkable interim surveillance angiography". The patient underwent implantation of a 3.5/28 mm brs in a lesion in the proximal lad [left anterior descending] in the setting of stemi [st elevation myocardial infarction]. Six-month angiographic follow-up documented a favorable result in this lesion. 1440 days after the index procedure, the patient presented with nstemi [non-st elevation myocardial infarction] and recurrent non-sustained ventricular tachycardia. Coronary angiography with oct [optical coherence tomography] imaging showed vlsct with thrombotic material and formation of a large aneurysm in the region of the implanted brs. The lesion was treated with des [drug eluting stent] implantation. No additional information was provided.